Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015 our affiliate in (B)(4) received the following information from a patient (pt). The pt reported ¿corneal ulcers and folds in the stroma reported by the eye care professional (ecp) after removing the lenses.¿ the pt had treatment with artificial tears and ¿espitalizante¿. The pt reported that he/she was wearing acuvue oasys for astigmatism. On 06oct2015 additional information was received from the affiliate as follows: the ecp reported that both eyes were affected; the location of the ulcers and the onset date are not available; initial va od is 0.5 or 20/40 and in the va os is 0.9 or 20/25; no other treatment other than the espitalizante was reported and it is not known if the ulcers have resolved. On (B)(6) 2015 an e-mail was received from the affiliate with the pt¿s medical records in spanish. On 14oct2015 additional information was received from the affiliate as follows: ¿ophthalmologist follow up: (B)(6) medical report: multiple corneal erosion in be with folds in d'escement membrane; treatment: maxidex, oftalmotrim and epithelizant ointment; ophthalmologist follow up: (B)(6) in the treatment there is an additional cycloplejic eye drops october to now aquiral maxidex; (B)(6) optometric follow up; va re: 0,60 and le: 0,92; no corneal staining at slit lamp after the event.¿ on (B)(6) 2015 a translated copy of the pt¿s medical record was received. The following new information is as follows: ¿date of service (B)(6) 2015; reason for visit pain and itching ou; actual illness: pt returns for intense ou pain since this morning accompanied by progressive blurred vision and pruritis locally (around eyes). Pt inserted contact lens for use today prior to clinic. Prior use of contact lenses with mild episode of pruritus and with subsequent improvement. No other clinical (hx); assessment by ophthalmologist: ic to ophthalmology (B)(6) 2015; mc and ea: pt seen in urgent clinic (emergency room) after experiencing 2 days of ocular pruritis, which caused her to rub, hyperemia, teary eyes and blurred vision ou after insertion of hypermetrope contact lenses. No ocular tto(?), cx strabismus od, od amblyopia, (namc avl od:0.2, os: 0.7 dif pio:12/13 lh; fluorogram altered (results?) Multiple corneal erosions ou, corneal stromal edema with descemet folds, tyndall negative, seidel negative. Fo: sd pupils and macula are fine; jc (impression?): multiple corneal erosions ou; plan: maxidex (gtts) every 6 hours; opthalmotrim every 8 hours; epithelializing cream every 12 hours; follow up in 1 week; seen by specialist, medication schedule for pt- has ¿cycloplegic¿ tid; medication schedule for october- aquaral (?sp) moisturizing gtts (?) Qid & hs; maxidex for 3 weeks ¿ tid 1st week, bid 2nd week, then daily 3rd week; (B)(6) 2015, follow-up on of corneal ulcers and stromal edema with descemet folds- fluorescein tincture exam at today¿s date ¿ normal & eye exam/intraocular pressure 8.00 (ou).¿ no additional medical information was received. Two lot numbers boogwqf and b00gx41 were received for evaluation. It is unknown which eye the lot numbers are associated. This report is being submitted for lot number b00gwqf. A lot history review was performed for lot number b00gwqf and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Received 1 sealed multi-packs, 3 sealed blisters and 1 lens case. The parameters of nine sealed lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had an edge tear and an edge chip. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. 1 lens case; lens too large to measure on equipment, unable to associate the lens with the correct lot #. Product received for lot # b00gx41 but the evaluation is not yet completed and will be filed in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Received the following information from a patient (pt). The pt reported ¿corneal ulcers and folds in the stroma reported by the eye care professional (ecp) after removing the lenses.¿ the pt had treatment with artificial tears and ¿espitalizante¿. The pt reported that he/she was wearing acuvue oasys for astigmatism. On 06oct2015 additional information was received from the affiliate as follows: the ecp reported that both eyes were affected; the location of the ulcers and the onset date are not available; initial va od is 0.5 or 20/40 and in the va os is 0.9 or 20/25; no other treatment other than the espitalizante was reported and it is not known if the ulcers have resolved. On (B)(6) 2015 an e-mail was received from the affiliate with the pt¿s medical records in spanish. On 14oct2015 additional information was received from the affiliate as follows: ¿ophthalmologist follow up: (B)(6) medical report: multiple corneal erosion in be with folds in d'escement membrane; treatment: maxidex, oftalmotrim and epithelizant ointment; ophthalmologist follow up: (B)(6) in the treatment there is an additional cycloplejic eye drops october to now aquiral maxidex; (B)(6) optometric follow up; va re: 0,60 and le: 0,92; no corneal staining at slit lamp after the event.¿ on (B)(6) 2015 a translated copy of the pt¿s medical record was received. The following new information is as follows: ¿date of service (B)(6) 2015; reason for visit pain and itching ou; actual illness: pt returns for intense ou pain since this morning accompanied by progressive blurred vision and pruritis locally (around eyes). Pt inserted contact lens for use today prior to clinic. Prior use of contact lenses with mild episode of pruritus and with subsequent improvement. No other clinical (hx); assessment by ophthalmologist: ic to ophthalmology (B)(6) 2015; mc and ea: pt seen in urgent clinic (emergency room) after experiencing 2 days of ocular pruritis, which caused her to rub, hyperemia, teary eyes and blurred vision ou after insertion of hypermetrope contact lenses. No ocular tto(?), cx strabismus od, od amblyopia, (namc avl od:0.2, os: 0.7 dif pio:12/13 lh; fluorogram altered (results?) Multiple corneal erosions ou, corneal stromal edema with descemet folds, tyndall negative, seidel negative. Fo: sd pupils and macula are fine; jc (impression?): multiple corneal erosions ou; plan: 1. Maxidex (gtts) every 6 hours; 2. Opthalmotrim every 8 hours; 3. Epithelializing cream every 12 hours; 4. Follow up in 1 week; seen by specialist, medication schedule for pt- has ¿cycloplegic¿ tid; medication schedule for october- aquaral (?sp) moisturizing gtts (?) Qid & hs; maxidex for 3 weeks ¿ tid 1st week, bid 2nd week, then daily 3rd week; (B)(6) 2015, follow-up on of corneal ulcers and stromal edema with descemet folds- fluorescein tincture exam at today¿s date ¿ normal & eye exam/intraocular pressure 8.00 (ou).¿ no additional medical information was received. Two lot numbers boogwqf and b00gx41 were received for evaluation. It is unknown which eye the lot numbers are associated. This report is being submitted for lot number b00gwqf. A lot history review was performed for lot number b00gwqf and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Received 1 sealed multi-packs, 3 sealed blisters and 1 lens case. The parameters of nine sealed lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had an edge tear and an edge chip. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. 1 lens case; lens too large to measure on equipment, unable to associate the lens with the correct lot #. Product received for lot # b00gx41 but the evaluation is not yet completed and will be filed in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. .

Manufacturer narrative:
On 29oct2015 the initial MDR reported that the product evaluation for lot # b00gwqf had one lens with an edge tear and an edge chip. This was reported in error. The was no edge tear or edge chip. No visual attributes were observed.